Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated self-test was performed after the reservoir and tube process was completed, but pump error occurred again. Power cannot be used for a week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 620g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
S/w version 2.9d. Retainer ring = clear. Case type =ngp. Customer returned pump for an alleged charge/battery lasts less than expected & pump error 63 found on (B)(6) 2022 unit was received with battery cap and found no anomalies on battery cap. The pump passed the displacement test, active current test, sleep current test and self-test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert ((B)(6) 2022 16:06) power loss alarm ((B)(6) 2022 10:27) were found in history files and traces. Pump error 63 variable (03) & pump error 4 were found on (B)(6) 2022 09:58--10:16 in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcb 1 & force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, it was found damaged due to cracked retainer. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked retainer, stained serial label. Charge/battery lasts less than expected is not confirmed. Pump error 63 & pump error 4 is confirmed due to being found in history files and traces and due to cracked u1 pin (06). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.